Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that he felt the pump alarm and noticed that it suspended without him pressing any buttons. He reported that he reviewed the pump history and found that there were several suspends. The patient reported that he has not had any button issues at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that all keypad buttons are functioning appropriately, and there was no evidence of button contamination. The pump was exercised for 24 hours with no insulin delivery issues and no suspensions. During testing, a bolus was programmed and delivered, and accurately recorded in the pump history. There were no unusual events noted in the alarm history. A review of the pump history showed two suspends on (B)(6) 2011. A review of the device history record found that the pump was operating within required specifications upon release.